Manufacturer narrative:
Block b3: exact date unknown, event occurred six months after the date of implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6).

Event description:
It was reported that the patient was no longer getting adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent a procedure wherein the implantable pulse generator (ipg) and the scs leads were replaced. The patient was doing postoperatively, and the explanted devices were not returned as they were kept by the medical facility.